Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during treatment he received an "m31 air detected in cassette" alarm. The patient stated there were no air bubbles in the patient line and the patient line connection was secure. The patient had stated it was difficult to insert the cassette during setup, but he was still able to properly put it in by using more force. The patient stated when the cassette was removed there was solution on the inside of the cassette door. The patient did not see any signs of any leaks from the cassette itself. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient did not have any adverse events as a result of the fluid leak. The sample was discarded and the lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during treatment he received an "m31 air detected in cassette" alarm. The patient stated there were no air bubbles in the patient line and the patient line connection was secure. The patient had stated it was difficult to insert the cassette during setup, but he was still able to properly put it in by using more force. The patient stated when the cassette was removed there was solution on the inside of the cassette door. The patient did not see any signs of any leaks from the cassette itself. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient did not have any adverse events as a result of the fluid leak. The sample was discarded and the lot number was unknown.